Manufacturer narrative:
Note: since we are unable to paste photographs into this form, we are also attaching a separate pdf document with this report which includes any figures to which we refer in this document. Please see the attached separate pdf files entitled, "incident report images for medwatch 1320468-2024-00004.pdf" to view any associated figures. No additional information is known regarding the surgical details from this subject case report publication, including: where the patient's avr was performed; what type of surgical access was utilized for the avr; and which cor-knot® product (cor-knot® mis or cor-knot mini®) was used. No devices or fasteners related to this case report publication have been provided for evaluation. In this subject case report, they cite a previous publication from 2017 purporting a foreign body embolization that was suspected by the authors to be a cor-knot® titanium fastener [garrett he jr. Delayed metallic embolization of a cor-knot fastener. Thorac cardiovasc surg rep. 2017;6:e40-e41]. Lsi had also cited this 2017 paper in a previous 2018 medwatch (MFR report #: 1320468-2018-00002). Note that lsi believes that since all of the titanium fasteners were still accounted for in this patient's cardiac prosthesis, the true cause of his embolism remains unknown. In addition, in 2017, lsi became aware of a separate, unpublished cor-knot® titanium fastener cerebral embolic event, as reported in medwatch MFR report #: 1320468-2017-00001 in october 2017. Fortunately, all 3 patients demonstrated no permanent neurological sequelae from these occurrences. It is well accepted that sutures break in surgical procedures. Usually, especially when promptly identified, suture breakage is inconsequential. The fastener shown in this paper in fig. 3 (included here for reference as fig. 1) may represent a suture broken during valve installation at the attachment site and not noticed, or a suture inadvertently lost during the operation. Sutures can be damaged in handling or in the manufacturing process. Titanium fasteners inappropriately repeatedly crimped multiple times (an action specifically precautioned against in the cor-knot® mis and cor-knot mini® instructions for use) and inappropriate fastener release from the device tip can be associated with suture breakage. There is no known clear evidence of delayed suture breakage, i.e., after the initial installation of the valve. [Placeholder for fig. 1: reproduced fig. 3 from the subject case report publication including caption as provided by that publication's authors. See attached image pdf file. The baseline rate of known suture breakage per titanium fastener placement is 99 out of approximately 18.8 million, or 0.005 per 1,000 fasteners (0.0005%). The rate of cerebral embolic events potentially associated with cor-knot® titanium fasteners per fastener placement is 2 - or, at most, 3 - out of 18.8 million, for a rate of (B)(4) per 1,000 fasteners (0.0000106%) or 0.000159 per 1,000 fasteners (0.0000159%), respectively. Lsi believes that the rate of suture breakage when using cor-knot® devices and fasteners is substantially less than when using manual techniques for hand-tying knots in suture. We are very grateful for the skill demonstrated by these neurosurgeons using endovascular techniques to remove the embolized titanium fastener and provide complete relief for this patient. Most importantly, we are grateful that this patient also remains without any sequelae.

Event description:
Lsi's biweekly routine surveillance of the world's literature that may relate to our available products found the article "endovascular removal of a symptomatic intracranial foreign body via contact aspiration: illustrative case," recently published in the journal of neurosurgery: case lessons [robichaux jm, lawhon se, girolamo tw, et al. Endovascular removal of a symptomatic intracranial foreign body via contact aspiration: illustrative case. J neurosurg case lessons. 2024;8(21):case24376]. This single case report describes a 54-year-old male who developed "waxing and waning" left-sided weakness and speech difficulties starting 8 days after an avr procedure. Head CT indicated a suspected cor-knot® metallic fastener located within the middle cerebral artery. These transient symptoms were not occurring upon transfer of the patient to the author's hospital. During angiography, the foreign body and a thrombus were removed using contact aspiration techniques. Postintervention angiography showed resolution and revascularization, and the patient remained neurologically uncompromised and discharged on postoperative day 2. The authors noted that "overall, the postprocedural course was unremarkable . . At clinic follow-up 6 weeks postprocedure, the patient remained neurologically intact." These authors conclude that "our case shows that an appropriately timed intervention can result in a successful outcome in the removal of intracranial endovascular foreign bodies, specifically the cor-knot [sic] fastener, without neurological sequelae."